Event description:
The patient's output current had changed to 0ma without the device being programmed to this parameter. Device interrogated is reportedly performed after every program change to ensure that the device is set appropriately. The cause of the event is unknown as this event is currently under investigation. The treating neurologist's nurse would not provide patient identity at time of the reported event.